Event description:
It was reported that there were ongoing occlusion alarms with the customer's mobi pump. There was no adverse impact to the customer's blood glucose level. The customer followed recommendations by tandem technical support, however occlusions continued and a replacement pump was sent to resolve the issue.